Event description:
It was reported that the screw-in mechanism of the lead did not work after 2 repositioning attempts. A new lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported that the screw-in mechanism of the lead did not work after 2 repositioning attempts. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix disengaged from helical channel, with blood noted on conductor and helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.